Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1971 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the catheter was placed on (B)(6) 2021, and the fifth cycle of chemotherapy has been completed. Maintenance is performed every 7 days during the interval between chemotherapy. The local condition of the puncture site is good, and the catheter is unobstructed. On (B)(6) 2022, the catheter was broken in the body, and the broken catheter in the body was removed through vascular intervention. The last maintenance time before the pipe breakage was (B)(6) 2022, and the maintenance process went smoothly without any abnormality.